Event description:
Use a dexcom g6 continuous glucose monitor. The dexcom g6 app updated, then every couple of minutes to couple of days the app would crash and no longer provide blood sugar readings. As directed by dexcom, deleted and reinstalled the app which got it back up and running, sometimes failing again after couple hours to a couple of days. After about the 8th failure, the troubleshooting steps no longer worked and I can no longer effectively keep track of my blood sugar levels. Have been told by dexcom support that the engineering team is aware of the issue. But it has now been over 2 weeks with no update. Not tracking one's sugars can have poor consequences after just 1 meal or a couple of hours. Not being able to do it for over two weeks is poor stewardship by dexcom towards it's patients.